Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a vns pt had high lead impedance with vns diagnostics tests. The vns was disabled. The pt had not had any known trauma, and does not manipulate the vns. The pt had vns generator replacement on (B)(6) 2010; diagnostics were reported as "ok" per the implant card received by the MFR. X-rays were received and reviewed by the MFR. A frank lead break was identified just inferior to the most superior tie-down. The positive filter feedthru wire in the generator appears to be intact; however, a suspect area was noted in the negative filter feedthru wire on the received images. This suspect area can be visualized in the received images as a brief interruption in the color continuity along the negative feedthru wire. The lead pin appears to be fully inserted into the header of the generator. Vns revision surgery appears likely.